Event description:
It was reported that the patient had difficulty charging. The battery was at end of life (eol). The outcome was considered ongoing. Interventions included reprogramming after initial programmer and after implantable neurostimulator (ins) replacement. Interventions included that the device was replaced. Diagnostic methods included examination/palpation. Diagnostic results showed that the patient had significant difficulty charging device and therefore he did not use it much. The patient had only used the device for 30 hours since prior visit. The event was considered related to the device or therapy and not related to the implant procedure.

Event description:
Additional information reported the stimulator was providing good pain relief and the patient was using their stimulator more because they did not have to worry about recharging. The difficulty in charging was related to the patient having to charge more frequently and was considered a result of the battery nearing end of life.

Event description:
Additional information received reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).